Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a lost sensor on the insulin pump. Customer stated that the insulin pump is not communicating with the transmitter. Customer also reported a hospital visit, however reason was not given in the report. Customer's blood glucose reading was 194 mg/dl. Nothing further reported.